Event description:
Ophthalmologist replaced ciba night & day contact lenses with ciba's new version, air optix aqua night & day. On the first day of use the pt complained of uncomfortable feeling with the contacts. By day 2 pt's eyes were extremely bloodshot, mucus in both eyes, painful to the touch in the area around the eyes, and both eyes were swollen and puffy. Pt removed contacts at approximately 48 hours. By the morning of day 3 pt complained of severe pain in the eyes, mucus was continually produced, eyes were more bloodshot and swollen. Pt saw ophthalmologist on the morning of day 3. Corneas were inflamed. Doctor claimed it was an allergic reaction to the additional ingredient in the contacts. Steroid drops were used in the office. Allergy drops were sent home with the pt for use twice a day. Dose or amount: bc 8.4; frequency: every 30 days; route: ophthalmic. Dates of use: 2009. Diagnosis or reason for use: vision correction. Event abated after use stopped or dose reduced? No.